Event description:
It was reported prior to a scheduled removal, the filter was discovered via a cavagram, to be tilted 90 degrees. The filter was implanted in the suprarenal position in a pregnant patient, on day before delivery. Reportedly, the pt delivered the baby with the filter implanted. The doctor reported that the vena cava was tortuous, upon implant due to the position of the fetus. The filter was successfully removed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the information received, it appears that patient factors may have contributed to this event. However, the definitive root cause is unk.